Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating the resistance did not result in damage to the sheath or the dilator. The dilator couldn¿t event be inserted. They suspected material was obstructing the entrance. The sheath was not irrigated. The customers reported sheath obstruction issue is not considered to be MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 17-mar-2023, the bwi pal revealed that a visual inspection of the returned device found a hemostatic valve separation issue. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on 17-mar-2023 and reassessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, functional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual inspection was performed, a bent was observed in the tip, and the hub connector was found with a hemostatic valve dislodged. No anomalies were observed on the vessel dilator. The dilator outer diameter was measured, and dimensions were found within specifications. The root cause of the bent shaft and the hemostatic valve dislodged could be related to the handling since in the process there are control inspection points to avoid these issues. A deep inspection was performed then the hemostatic valve was taken off from the sheath and the dilator was introduced, no obstruction was found, however, resistance was felt. This resistance issue could be related to the reported issue by the customer. A microscopic examination for the hemostatic valve and silicone ring showed stress marks on the outer diameters. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. A device history record review was performed for the finished device, and no internal action related to the complaint were found during the review. The obstruction issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the issue of bent tip. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the issues of resistance and sheath obstruction. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component: valve(s) (g04135) were selected as related to the hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).